Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient experienced headache from a spinal tap procedure. The patient was prescribed fioricet and was given an intravenous bolus. No device malfunction was suspected and it was not device related. The patient was doing well. No further course of action.